Event description:
It was reported that the device recorded several vf events due to noise on the rv lead. Fluoroscopy was inconclusive. Low rv pli was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.